Manufacturer narrative:
D9: device received on 3/27/2026. H3: the device was received for evaluation. Service history and event history log review were not performed. Visual and functional testing was performed, and the customer¿s reported problem of downstream occlusion alarms could not be duplicated; however, review of the event history identified multiple occlusion alarms. The downstream occlusion (dso) test result was out of specification at 7 psi. The most probable cause was determined to be a delaminated dso seal with an associated air bubble, resulting in an out-of-specification dso sensor. The dso seal was replaced, and the sensor was recalibrated to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis hpca pump displayed a downstream occlusion error. There was no reported patient involvement. No patient harm or injury was reported.